Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on november 12, 2014. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4)

Manufacturer narrative:
(B)(4) it was reported that a male patient underwent an atrial fibrillation (afib) procedure with a smart touch bidirectional catheter and suffered a cardiac tamponade, which required a pericardiocentesis. It was reported that during the procedure, a pericardial effusion was noticed as the patient's blood pressure dropped. The pericardial effusion was confirmed by intracardiac echocardiography. Initially a pericardiocentesis was performed and approximately 300cc of fluid were removed. Then a drain was used to remove additional fluid. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. No force issues were observed. Finally, a deflection test was performed and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the pericardial effusion remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Event description:
It was reported that a male patient underwent an atrial fibrillation (afib) procedure with a smart touch bidirectional catheter and suffered a cardiac tamponade, which required a pericardiocentesis. The patient¿s medical history is unknown. It was reported that during the procedure , a pericardial effusion was noticed as the patient's blood pressure dropped. The pericardial effusion was confirmed by intracardiac echocardiography. Initially a pericardiocentesis was performed and approximately 300cc of fluid were removed. Then a drain was used to remove additional fluid. The patient was reported to be in a stable condition. There is no information about the hospitalization. Additional information was received regarding the event. A transseptal puncture was performed with a cook 71cm needle. The event was discovered post use of biosense webster products. The patient¿s blood pressure was noted to be drifting lower before and during first ablation. The physician¿s opinion regarding the cause of this adverse event is that this may have been a perforation during the second transseptal puncture. The septum was thick and during the second puncture, the needle "popped" across. A factor that may have contributed to the event was that the patient had a thick septum. Heparin anticoagulation was used during the procedure. Settings during the event include: power control mode 30w/irrigation flow setting 30ml/min. The power was titrated during ablation at 30w. A preface 8 fr sheath was used during the procedure. There were no error messages observed on the biosense webster equipment during the procedure.

Manufacturer narrative:
During internal review of complaint file it was found the UDI# provided on initial 3500a report is incorrect. The correct UDI# is UDI# (B)(4). An internal corrective action has been opened to address this issue. (B)(4).

Manufacturer narrative:
Concomitant products: carto 3 rmt system (model# m-5830-01 serial# (B)(4)); stockert 70 system (model# m-5463-01 serial# (B)(4)); coolflow pump (model#m-5491-02, serial# (B)(4)); soundstar catheter (model# m-5723-12, lot#1771059); lasso navigational variable eco catheter (model#: d-1343-01-s and lot#:170822753l); preface sheath (model# unknown lot# unknown). (B)(4).